Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/74 years old. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: vvi pacing with normal qrs duration and ventricular function: most trial findings relevant to leadless pacemakers. Pacing and clinical electrophysiology. 2020. 43:1461¿1466. Doi: 10.1111/pace.14100. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing modes and ventricular function. The article reports patient deaths with unknown causes of death. There is no allegation of device-death relatedness indicated in the article; however, information has been requested, but not yet received.